Event description:
On (B)(6) 2010, patient received recall notification and stated he doesn't know if he is having issues with the up or the down arrow buttons but thinks that a couple of times the up and the down arrow buttons did not work correctly or respond to his touch. Patient reported he does not know for sure when the issue first started with the buttons, but thinks it could have been 3-6 months ago. Patient stated he noticed the issue when attempting to give a bolus. Verified that buttons pop back up when pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.